Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the event was unknown. The patient was hospitalized for the event. On an unreported date during hospitalization, the patient was treated with unknown antibiotics (intraperitoneal, dose, frequency, and duration not reported) and cipro (orally, dose, frequency, and duration not reported) for peritonitis. At the time of the report, the patient had recovered from the peritonitis. Dianeal therapy was ongoing. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).